Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for scheduled follow-up, communication was lost with the device while performing pacing lead impedance tests during device interrogation. Device re-interrogation was recommended. Patient was stable and will continue to be monitored.